Event description:
The distributor reported a post operative infection on the right and left side. He reports "the surgeon has opened the patient and cleaned and flushed out the infection twice now and it seems okay right now after they have given her IV antibiotics." No additional details have been provided at this time.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.